Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering from mom complications right. Allegedly, the patient was revised due to the following mom complications: bearing surface wear; ossification; stiffness. (Right).